Manufacturer narrative:
(B)(4). The reported sample was returned for evaluation. The visual and functional test did not find any leakage on the bag. All connectors and ports were found undamaged and not loose. The reported condition was not confirmed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to have a loose connector. The issue was discovered before the compounding process. This report documents no patient involvement or adverse events. No additional information is available.